Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were received at zmc and the evaluation of the equipment has not yet been completed. An evaluation of the event was completed based on review of the device downloaded flag files and the associated automatically recorded ECG strips. The downloaded flag files from the days surrounding the patient passing indicate that the patient's battery pack sn (B)(4) was in use for approximately 41 hours prior to the device abnormal shutdown. Per the downloaded flag files, the battery pack sn (B)(4) was first placed into the monitor and the lifevest was started at 09:34:43 on (B)(6) 2017. Battery replace notifications were first displayed at 20:56:01 on (B)(6) 2017. These notifications continued until the device abnormally shutdown at 02:40 on (B)(6) 2017, 3 seconds into the second arrhythmia detection sequence. Subsequent monitoring of the patient was not possible after the device shutdown. Evaluation of the current information based on the downloaded data suggests that the lifevest operated as designed. The battery pack sn (B)(4) was in use for approximately 41 hours prior to the device abnormal shutdown, far exceeding the recommended 24 hours in the instructions for use. Device evaluation of battery pack sn (B)(4) has been completed. As received, the battery pack was fully discharged. After the battery pack was charged, it was able to power on a monitor for 24 hours. There is no indication of a product malfunction contributing to the patient passing. The lifevest patient manual (20b0047) instructs the patient to charge and recharge the battery every 24 hours. Patients are provided with two battery packs so that they may use one battery pack while charging the other. Patients are instructed to keep the second battery in the charger while using the monitor. The monitor touchscreen includes a display of the battery level. This shows the amount of available charge in a battery pack. As the battery pack discharges the battery level icon on the monitor touchscreen displays the remaining charge. When the battery pack nears low charge state, message notifications prompt the patient to change the battery pack. These prompts continue periodically until the battery pack is replaced or the battery pack becomes fully discharged.

Event description:
A us distributor contacted zoll manufacturing corporation to report that a patient had passed away on (B)(6) 2017 while wearing the lifevest. The patient's son reported that the patient was home with his son and was found on the ground. Additional details surrounding the patient's passing, including the patient's cause of death, are not available. The automatically recorded ECG strips from around the time of the patient passing show that the lifevest detected 2 arrhythmias on the day of the patient's passing. An arrhythmia was detected at 02:38:52 on (B)(6) 2017. The ECG recordings shows ventricular fibrillation with motion artifact. The patient was in the detection sequence for 18 seconds with varying amplitude. The detection of the arrhythmia stopped at 02:39:11. Per the continuous ECG recording, from 02:39:11 to 02:40:05, the patient was in ventricular fibrillation with heavy motion artifact. A second arrhythmia was detected by the lifevest at 02:40:05. The ECG recording shows the patient was in ventricular fibrillation with motion artifact. The patient was in the detection sequence for 3 seconds with varying amplitude. The device abnormally shutdown approximately 3 seconds into the detection sequence. The device re-started at approximately 02:40:30 and was shutdown again at 02:40:32. Additional monitoring of the patient was not available after the device abnormally shut down. The device properly detected ventricular fibrillation. Motion artifact, varying amplitude, and the patient only being in the detection sequence for 18 seconds for the first arrhythmia and 3 seconds for the second arrhythmia caused the patient not to receive a treatment. The patient's downloaded flag files indicate that the patient's battery pack had fully discharged. The patient received the first battery replacement notification message at 20:56:01 on (B)(6) 2017. These notifications continued until the device abnormally shutdown on (B)(6) 2017. This battery pack was in use in the device for approximately 41 hours, far exceeding the recommended 24 hours. Four days prior to this patient event, on (B)(6) 2017, a retraining of the patient by the distributor was completed. It was reported during the retraining that the patient was not able to independently change the battery. The patient's medical ward staff reported that they would take care of this responsibility. It was reported that after the patient was discharged from the medical ward, the patient's wife would do this.